Event description:
It was reported that during use, a breakage sound was heard and the controller alarmed until the wand was disconnected. Upon inspection of the wand, it was found that the sheath (insulation) was damaged. Another wand was opened to complete the case. No patient/user injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor not associated with the manufacture or design of the device which could result in the black insulation becoming detached is coming into contact with a metal object such as a cannula, using the wand as a lever to enlarge the surgical site or mechanical displacement of tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with discoloration from activation. There is a significant amount of damage to the black shrink tube. The cable line has been severed prior to being received for evaluation; therefore, a functional evaluation cannot be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been verified as there is damage to the black shrink tube and the severity of the damage could potentially cause an error on the controller. Factors not associated with the manufacture or design of the device which could result in damage to the shaft could be the device coming into contact with a hard (metallic) object, improper insertion or removal from an apparatus or using the device as a lever to enlarge the surgical site. Warning and precautionary statements are outlined in the instruction for use ("IFU"). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.